Event description:
It was reported that during use the pump began alarming "purge failure" and the trigger source and heart rate were lost. The pt was transferred to another pump with no complications.